Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error (open book image), keypad/button unresponsive/button error. The customer reported malaise which did not require treatment. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported a critical pump error/open book image error. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported buttons not being responsive. Pump has not been exposed to altitude change. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Critical pump error (open book image) alarm confirmed during analysis and triggered by 3 pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the pcb1 board and pcb2 board. Pump passed self-test and displacement test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 63 alarm ((B)(6)) in the pump history download due to moisture damage to the pcb1 board as per global logic analysis (B)(4). No date time listed in the adapt tool fault error log for pump error 63 due to moisture damage to the force sensor. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked battery tube case, corroded battery tube, corroded motor home switch, and cracked battery tube threads. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage to the pcb1 board. Unable to confirm unresponsive keypad due to critical pump error. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.